Manufacturer narrative:
On 1/28/97, the facility nurse contacted the MFR and reported that the patient is still experiencing the same symptoms. The device flow rate has remained constant. At this time, the physician plans to continue to monitor the device flow rate and the device will remain implanted for continued use in the patient's therapy regimen. A review of the device history record was performed on this part/serial number and has identified this device as part of the MFR's december 13, 1991 device recall due to the potential for device leakage from the device septum. A trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available information, no conclusion could be drawn as to the cause of the patient's symptoms; however, the device appears to be functioning as intended and will remain implanted for continued use in the patient's therapy regimen. No further details are available. This file can be closed.

Event description:
The device was implanted on 5/9/91 for intrathecal infusion of morphine fpr treatment of pain. Note: intratrecal infusion or morphine was not an indication for the device's intended use. On 12/17/96, the facility nurse contacted a MFR nurse and reported that the pt has had not problems and has had good pain relief on morphine sulfate 25mg/50ml; however, recently the pt has complained that she is "itchy" the first or second week after a device refill and by the third week she is beginning to experience pain again. The facility nurse inquired if the device recall was because of a "gas leak" in the device, or due to the "freon becoming ineffective". The MFR nurse explained that the device recall was due to potential of device leakage from the device septum. The device is refilled every three weeks with 15cc residual volume. The device flow rate has remained constant and the pt has experienced no other systemic symptoms. The facility nurse stated that he would continue to monitor the pt and will contact the MFR if he experiences any further difficulties.